Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit found batteries not charging. There was no patient involvement reported as the event occurred prior to use.

Manufacturer narrative:
Due to character limitation in e1 for full name event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units batteries not charging. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: b5, h6 (investigation findings, investigation conclusions), a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and fse inspected unit and verified batteries were not charging, as charging indicator would illuminate briefly then go out. Inspected unit internals, found loose connection from backplane board to batteries which caused them to not charge. Reconnected and observed batteries begin to charge. Unit now operating as designed, no parts replaced. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Manufacturer narrative:
Updated field: b4, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation).